Event description:
It was reported that noise leading to oversensing and loss of pacing was observed on the right ventricular (rv) lead. The patient is pacemaker dependent. Lead replacement was anticipated to resolve the event. The patient is stable and will continue to be monitored; there were no adverse consequences.